Event description:
(B)(6) patient undergoing a re-do colostomy for hirschsprung's disease. According to the operative note, "an incision was made at the site of the previous scar in the left lower quadrant and dissection was carried down carefully into the peritoneal cavity. Immediately apparent was a hugely dilated and hypertrophied colon. The lateral attachments and adhesions were progressively taken down to allow the mesentery of the left colon to be visualized. Using careful digital dissection, a window was created around the colon and a penrose drain was passed through this to elevate the colon into the operative field. An 80 mm 3.8 mm stapling device was brought onto the operative field. This was carefully placed at the apex of the loop of colon, which projected into the wound. The stapler was fired twice to complete division of the colon at this level. The proximal colon was further mobilized in anticipation of creating a stoma. At this point, we noticed that the staple lines were not intact and had developed leaks at 3 points. It appeared that several of the staples had not compressed properly. The operative field was copiously irrigated and washed. The staple lines were oversewn with running vicryl sutures. These were then imbricated in a second layer using interrupted vicryl suture. This appeared to provide adequate closure." There were three loading units from the same lot involved.